Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed failed battery test in the past. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer used alkaline battery. The customer was explained the issue and was recommended to use lithium battery. The customer did not want to troubleshoot. A replacement battery cap will be sent to the customer and was advised to monitor pump and call back if the issue persist. The insulin pump will not be returned for analysis.